Manufacturer narrative:
Device evaluation: the level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. The inspection revealed that there was an incorrect union at the connection and tube union. The unit was leak tested. The reported leak was confirmed after leak testing. The customer reported product problem was therefore confirmed. The reported product problem was attributed to a manufacturing problem. This was established as the root cause.

Manufacturer narrative:
Corrected data: health effect clinical code added to section h6.

Manufacturer narrative:
Customer facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, the customer found a crack in the connector of the level 1 hotline disposable. Also, medical fluid was leaking from it and not allowing the operator to use the product properly. There was no patient injury associated with this incident.